Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 3 reference MFR report #: 1627487-2015-07346 and 1627487-2015-07347 it was reported the patient experienced pain at the ipg site and discomfort in his back and lower extremities. An evaluation of the patient's scs system revealed the leads had migrated. As a result, the patient's scs system was explanted and replaced with different models on (B)(6) 2011.